Manufacturer narrative:
Additional information was received that the patient's ipg was a little deep. The patient underwent a pocket revision procedure wherein the ipg was adjusted.

Event description:
A report was received that the patient was experiencing pain in the battery site. It was also noted that the ipg was tilted and patient had difficulty charging the ipg. The patient will undergo a pocket revision procedure.

Event description:
A report was received that the patient was experiencing pain in the battery site. It was also noted that the ipg was tilted and patient had difficulty charging the ipg. The patient will undergo a pocket revision procedure.